Event description:
A pt returned to the hosp with a complaint of pain two days following a colonoscopy procedure. When the pt was re-scoped, a burn to the colon was noted. The pt was admitted to the hosp and treated with intravenous antibiotics.